Event description:
A ventilator was returned to a third party service center for eval due to an allegation that the ventilator fails to charge properly. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center the customer's complaint was confirmed. The device's power mgmt board and system board were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).